Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented in clinic after receiving a shock. Upon interrogation, it was noted that the rhythm was a very stable svt, and two undersensed atrial events led to therapy delivery. The device was non invasively reprogrammed.